Event description:
A patient underwent a venoplasty with stenting procedure using venovo venous stents via bilateral brachial access after thrombectomy with penumbra. It was reported that prior to placing the stents the patient had already undergone venoplasty with twelve mm balloons simultaneously. The stents were then placed and post dilated with the same twelve mm balloons. It was noted that stent was accurately placed without issue. However, after post dilation, the patient became hypotensive. A venogram was performed and no issues were reportedly found with the stent placement. Attempts were made to sustain the patient's blood pressure but were unsuccessful. The patient reportedly expired.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, to date no lot number was reported. Therefore, a DHR review could not be performed. Investigation summary: no device sample and no x-rays or photos were provided for evaluation. In this case, the available information indicates that the patient died following the placement of two venous stents after thrombectomy. The stent placement was reported to be accurate and uneventful. Based on the information available, the investigation is closed with an inconclusive result. There is no indication of a causal relationship between the 12 x 100 mm stent under investigation, the stent placement procedure, the reported drop in blood pressure, and the patient death. Labeling review: relevant product labeling was reviewed. Potential complications and adverse events associated with the use of the device are addressed in the instructions for use (IFU), including, but not limited to, "death related to procedure," "death unrelated to procedure," and "hypotension/hypertension." In this case, the available information indicates that the patient died following the placement of two venous stents after thrombectomy. The stent placement was reported to be accurate and uneventful. G3, h6 (method). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a venoplasty with stenting procedure using venovo venous stents via bilateral brachial access after thrombectomy with penumbra. It was reported that prior to placing the stents the patient had already undergone venoplasty with twelve mm balloons simultaneously. The stents were then placed and post dilated with the same twelve mm balloons. It was noted that stent was accurately placed without issue. However, after post dilation, the patient became hypotensive. A venogram was performed and no issues were reportedly found with the stent placement. Attempts were made to sustain the patient's blood pressure but were unsuccessful. The patient reportedly expired.